Event description:
Distributor reports that customer reporting, while injecting, the holder jacket suddenly split in two and the holder top fell onto a patient.

Manufacturer narrative:
Liebel flarsheim service report: l f project manager for injectors, did the failure investigation and gave the following response: complaint 274 concerning broken pressure sleeve this pressure sleeve broke due to accumulated stress. The manual states that the pressure sleeve has a limited life of 30 days to 2-years. This one is over 4-years old. The manual also is clear to indicate that these kinds of failures can be avoided by checking the pressure sleeve on a daily basis.